Event description:
It was reported that the patient experienced shocking in (B)(6) 2014. It was determined that the lead was broken and inverted. The lead was visible as a lump in the back/hump in the tailbone. As a result, the patient was reprogrammed with the manufacturing representative (rep). The lead was turned off and another one on. The rep said there was 23% battery life remaining. It was also noted that the patient had a bladder distension. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# v926181, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 lot# v926181 implanted: (B)(6)2012 product type lead product ID 3889-28 lot# v926181 implanted: (B)(6)2012 product type lead due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Device coding corrected, lead included as pli for lead break report. If information is provided in the future, a supplemental report will be issued.